Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump lost power. The blood glucose reading was not given. The power did not come on when the battery was changed. No troubleshooting could be completed.